Event description:
A trilogy evo ventilator reported by the customer to have failed a test step during setup testing. There was no patient involvement, and no harm or injury reported. Onsite service by philips field service engineer confirmed the issue. The device's 3-way solenoid and proportional valves were replaced to address the issue. The device passed final testing after the repair.